Manufacturer narrative:
Internal reference number: (B)(4). Revoked asr exemption number e1997036. 'Report late due to asr to individual reporting transition'.

Event description:
Implant failed due to fracture of bone.